Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a suture retrieval issue occurred. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
Unk suture retrieval issue). The device was received. Investigation is not complete.